Event description:
It was reported that a broken door occurred with a flogard infusion pump. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a "broken door"? Was confirmed in the sample evaluation. The cause of the problem was door assembly damaged. Service replaced the door onsite at the facility by a baxter field service technician to fix the problem. If additional relevant information becomes available, a follow-up will be submitted.